Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when they went to hook up the medication to the patient the male luer lock broke and came off when trying to connect. The clamp was closed resulting in no leak. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the male luer broke was not confirmed however the report that it came off was confirmed (a separation rather than breakage). Visual inspection confirmed that the set was separated at the engagement between the tubing and male luer. Insufficient solvent was observed at the separation site. The tubing was measured and found to be within specification. Functional testing was not performed due to the separation. The root cause is insufficient solvent having been applied during the manufacturing process.